Event description:
It was reported that using a femoral artery access approach during a procedure of the highly tortuous circumflex artery while backloading the 2.5 x 8 mm multi-link mini vision stent delivery system (sds) onto the 0.014 whisper guide wire, although it was reported as a distal shaft fracture, the guide wire was noted to have exited between the distal end and the stent implant and it is suspected this is a hole in the tip. The device was not used. A second multi-link mini vision was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported tip damage was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.